Event description:
It was reported that before an unknown procedure, the packaging was compromised. When the scout nurse went to open the product, it was noticed that the packaging seal is tampered (not properly sealed). Same like product was used on the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The package was returned with the lid removed from the film blister form. It was observed that there was complete seal adhesive transfer on entire circumference of the blister form and the seal margin meets minimum manufacturing requirements. The lid was viewed under blacklight to verify that complete seal adhesive transfer had taken place and the seal margin meets minimum manufacturing requirements. The complaint event could not be verified. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.